Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was found cracked, after which the pump was nonfunctional and no longer watertight; the device was shut down by allowing the battery to deplete, and replacement logistics were arranged. Symptoms included none related to blood glucose, and the user¿s glucose control was not affected. Outcomes included device replacement with instructions to discontinue use of the damaged pump and continue cgm via dexcom app or receiver. Investigation included collection of event details, verification of device identification, and coordination for return of the damaged unit and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with external impact leading to loss of display and touch functionality and loss of seal integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.